Event description:
It was reported that the device was explanted after an implant duration of zero days. No other details were provided. Information learned from implant patient registry.

Manufacturer narrative:
(B) (4) = device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a response was received; however, no additional information was provided. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The event occurred at russian research centre of surgery in moscow. The gelweave was used to treat a patient with an aneurysm of the ascending aorta and arch. The patient had stenosis of the right coronary and diagonal artery. The graft was implanted on (B) (6) 2010. It was reported that there was a very long haemostasis. Post operation, the patient had arrythmia, auricular fibrillation, multiple organ failure, with encephalopathy, hyperthermia, hepato-renal failure and respiratory failure. The patient died on (B) (6) 2010.

Manufacturer narrative:
(B) (4) = suture loop & perivalvular leak. On 04/01/2010, the operative report of (B) (6) 2010 was received from the health-care provider via fax. Through the op report, it was learned that the device was explanted due to a suture loop that was causing a perivalvular leak. The device was removed for this reason.